Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2011 due to fracture. Fluoroscopy was not performed to confirm fracture. No further information was available.